Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Olympus has implemented software upgrades to reduce risk of injuries to sensitive anatomies for similar cases as mentioned in this complaint. Olympus will continue to monitor complaints for this product through regular trending activities. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
This supplemental report is being submitted to provide new information. New information added to h4.

Event description:
The customer reported to olympus two (2) patients had a large ureteral stenosis after using the subject device. Patient number two (2)'s therapeutic procedure, a semi-rigid ureteroscopy was approximately twenty-five minutes long. A non-olympus pump was used for infusion at 80 mmhg and a 200 flow rate. The physician does not recall the subject device settings used during the procedure. The patient did not have residual lithiasis and a stent was implanted and removed four weeks later. The patient required a percutaneous nephrostomy and was pending ureteral reconstruction at the time of this report. There are a total of 4 reports for the events: patient identifier (B)(6) is for patient 1 and the soltive generator. Patient identifier (B)(6) is for patient 1 and the soltive fiber. Patient identifier (B)(6) is for patient 2 and the soltive generator. Patient identifier (B)(6) is for patient 2 and the soltive fiber. This report is for patient identifier patient identifier (B)(6) is for patient 2 and the soltive generator.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.